Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received power loss alarm. The customer blood glucose was 192 mg/dl. Customer stated that the sensor received change sensor alert and calibration not accepted alert. The insulin pump will not be returned for analysis.